Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/23/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 21.5 diopter intraocular lens was explanted from a female patient's right eye due to vision issues. The patient was experiencing significant glare and was intolerant of the glare when driving at night. The physician also noted minimal lens dislocation of 5.84mm mesopic pupil. The iol was replaced and the patient has recovered.